Manufacturer narrative:
An event regarding wear involving a duracon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned for evaluation medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: the reported device was accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been one other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patients knee was revised for pain and instability. Xrays indicated eccentric wear of the medial side of the knee. Poly was exchanged from an 11mm insert to a 13mm insert. The insert that was removed had significant wear on the medial side. Other implants were well fixed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patients knee was revised for pain and instability. X-rays indicated eccentric wear of the medial side of the knee. Poly was exchanged from an 11mm insert to a 13mm insert. The insert that was removed had significant wear on the medial side. Other implants were well fixed.